Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2107538: (B)(4) items manufactured and released on 15-nov-2021. Expiration date: 2026-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 9 months after the primary, the patient came in reporting pain and the surgeon observed that the cup was too vertical. The cause of this is unknown. The surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.